Event description:
Patient had left mrs distal femur and metal encapsulated tibia. Femoral stem is suspected to be loose. Revision surgery is scheduled tentatively on (B)(6), 2013.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.catalogue number unknown at this time. Device description reported as unknown femorl stem. (B)(4): not returned to manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Clinician review of the provided medical records concluded that is it unlikely that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Inspection of the provided device images noted an incomplete cement mantle on the fluted portion of the stem. The location of the missing portion of the cement mantle appears to correspond with a lucency visible on the provided x-ray images. There is some tissue ongrowth noted on the beaded portion of the stem. Visual inspection of the images is otherwise unremarkable. The root cause of the reported loosening is presumed to be related to patient factors, specifically the patient's extreme activity level.

Event description:
Patient had left mrs distal femur and metal encapsulated tibia. Femoral stem is suspected to be loose. Revision surgery is scheduled tentatively on (B)(6) 2013.